Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected hardware low level failure alarms noted during testing however, hardware low level failure alarm (variable oe) was found in the formatted history file due to arm watchdog failure. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 300 mg/dl. Customer stated that pump error alarm occur during normal use. The customer they clear alarm and finish complete prime process. The customer self-test was pass. The device will be return for analysis.